Event description:
It was reported that the patient was admitted to the hospital after experiencing palpitations and dyspnea. An x-ray revealed that the lead perforated the patient. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.